Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3687 knotless fibertak inserter bent during insertion. Due to an unavailable ar-3688 knotless fibertak biceps implant system, the surgeon used an ar-1941ds disposable instrument kit, an ar-2923dt-st drill and the ar-3687 knotless fibertak. The fibertak encountered friction while going down the drill, resulting in the fibertak inserter bending. Another anchor was opened to complete the case. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the insertion process.